Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge due to perpetual rebooting perform paring\calibration and performance test: failed - perpetual rebooting. Functional test: failed and was unable to perform due to perpetual rebooting. Opened receiver case, detached ui pcba and downloaded: the download log results confirmed customer complaint of loss of connection. The reported event of loss of connection was confirmed a root cause could not be determined. .

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data was provided for investigation. Problem could not be confirmed. The root cause could not be determined.